Event description:
Initial reporter indicated to a mfg consultant that their handheld computer would not complete an interrogation and kept resulting in communication errors. The handheld computer and programming software are at the MFR pending completion of product analysis.